Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device check, data could not be accessed when device was interrogated. Rebooting and reinterrogating device were unsuccessful. No further information is available.